Event description:
Customer reported a blank display on his insulin pump. The customer's blood glucose was 150 mg/dl. Troubleshooting did not find any damage to the insulin pump. Troubleshooting was also unable to retrieve the insulin pump's display. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was monitored, and all the operating currents tested within specification range. No blank display noted. Cracked reservoir tube lip, minor scratches on the display window and cracked case near display window corners noted during visual inspection.